Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed calibration. There was no patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with no physical damage; the tamper seal was missing. There was no evidence of the reported error in the event history log. The reported problem was duplicated during functional test; found that the downstream sensor failed the calibration test; using in house pressure test the device immediately alarmed cassette not attached properly when attached to a cassette. The downstream sensor was found to be inoperable. For corrective action, the downstream sensor was replaced. The root cause was unknown. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.